Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system failed to open after it was released intraoperatively. The catheter was withdrawn, and a non-cordis stent was used to continue the procedure. There were no reported injuries to the patient. This was during an arterial ballon dilatation and stent placement procedure to treat diabetic foot. The device will be returned for evaluation.

Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of "stent - incomplete expansion" no longer applies.

Event description:
As reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system failed to open when being released intraoperatively. The stent was not released inside of the patient and the undeployed stent was removed directly from the patient. A non-cordis stent was used to continue the procedure. There were no reported injuries to the patient. This was during an arterial ballon dilatation and stent placement procedure to treat diabetic foot. The lesion was a 50% stenosed right superficial femoral artery (sfa) which showed no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). The smart delivery system was held flat and straight outside of the patient during the attempted deployment. There was no evidence that the stent was partially deployed when removed from the patient. A stent deployment was attempted after the device was removed from the patient. The device will be returned for evaluation.